Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customers wife reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was over 400 mg/dl. Customer stated that yesterday the blood glucose was over 300 mg/dl several times and at 1.30 pm they went to the health care professional. Customers other blood glucose value was 250 mg/dl and 120 mg/dl. The insulin pump will not be returned for analysis.